Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer was used once; however, since the jaw did not open afterwards, it could no longer be used, and new sterile supplies were used (pediatric operating room 11). The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the staff was not able to successfully open the jaws intraoperatively. The jaws were not stuck on tissue. No unexpected tissue removal. No bleeding observed due to the unclamping issue. Instrument is available for return for analysis. No photos or videos available.